Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The device was received with a broken air mix switch and the manometer read -2 cmh2o. The reported problem was duplicated, due to damaged cam assembly, cam retainer has also come undone and was no longer attached to the flow block. The root cause was deemed to be user handling. Device history record (DHR) review summary: the previous service history has been reviewed and is deemed unrelated to the current customer reported problem. UDI is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, with the o2 knob, it was unable to select higher or lower than 50%. No patient injury was reported.